Event description:
The following information was reported: the technician mentioned to the company professional that the mynxgrip device never stayed inflated. They pulled the device out and checked it and noticed a leak in the balloon. Manual compression was held for 30 minutes or less. The patient was not hospitalized. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully visible. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention peripheral sheath size: 6f vessel size: 7 mm stick location: medium vessel type: arterial.